Manufacturer narrative:
Internal complaint reference: (B)(4). Serial no.: the following are the serial numbers reported: (B)(4). However, it is unknown which of the three serial numbers got hot.

Event description:
It was reported that during testing, the motor drive unit handpiece was not working and got hot. No case reported; therefore, there was no patient involved.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and a noisy motor was found. Further evaluation revealed a corroded gearbox. The noisy motor and corroded gearbox have been determined to be related to the reported event. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include wear and tear from cleaning and sterilization methods and the chemicals involved over a period of time. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings, conclusions & component code).